Event description:
It was reported that the day after undergoing the initial implant procedure, the electrode became dislodged. The electrode was found to have been pulled towards the pocket side and shifted. No inappropriate shocks occurred as a result of the electrode dislodgement. Subsequently, the patient underwent additional surgical intervention and the electrode was successfully repositioned. The initial implant technique used was the two incision technique, ultimately, during the revision procedure, the physician opted to use a three incision technique. A successful defibrillation threshold (dft) test was performed and yielded an impedance of 44 ohms. The electrode remains in service. No additional adverse patient effects were reported.